Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/9/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requestd, the following was obtained: device return status: unfortunately the account did not save the sample to submit. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-08713 .

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the sutures were breaking while the surgeon was tying. There were no patient consequences reported. Additional information was requested.